Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper and lower cases were broken, the battery release, heart block, lead flex cover, heart wire contacts and ring cover screw were contaminated, the side bail covers and side bails were missing, the ring cover and battery drawer were broken, the battery contacts were compressed and contaminated, the keyboard was scratched and delaminating, the serial number label was torn, and the battery drawer o-ring was missing.

Event description:
It was reported to the biomedical engineer (be) that the external pulse generator (epg) would not capture to its full capacity. The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to the biomedical engineer (be) that the external pulse generator (epg) would not capture to its full capacity. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.